Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he got an infection at the infusion site. The blood glucose reading was 119 mg/dl. The patient was traveling in europe at the time of the event. Proper insertion methodology was explained to the customer. No further information was provided.